Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported pericardial effusion, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the pericardial effusion. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with an mr grade of 3-4. The transseptal puncture was performed. The steerable guide catheter and mitraclip delivery system were advanced, and a pericardial effusion was observed. The decision was made to continue with the mitraclip procedure, one clip was implanted, reducing mr to 1-2. The mitraclip devices worsened the effusion, as the size of the hole increased. No treatment was performed for the effusion. No additional information was provided.